Event description:
It was reported that after hand crimping a stent onto the dilatation catheter and attempting to deploy the stent, the balloon ruptured. The physician then had difficulty in removing the system since the stent was not fully deployed. The system was removed successfully. While placing a bandage over the insertion site after completing the procedure, a piece of "plastic" was found protruding from the skin. It was believed that this could be a fragment from the balloon, but could not be confirmed since the dilatation catheter had been discarded after the procedure. The pt was placed on antibiotics, but no pt injury was reportedly associated with this event.